Manufacturer narrative:
Batch review performed on (B)(6) 2016: (B)(4) items manufactured and released on (B)(6) 2013; expiration date: 2018-01-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
Patient came in with signs of an infection. The surgeon replaced the poly insert and washed out the knee. The surgery was completed successfully. The explants will be returned. The x-rays are not available.

Manufacturer narrative:
On 11 march 2016, the (B)(4) project manager performed a visual inspection of the explanted uhmwpe liner and commented as follows: the articular surfaces of the explanted pe liner were found regularly worn out. Some scratches have been noted on the posterior wall of a condyle and on the postero stabilized peg. They were most likely caused by the instruments used to explant the insert. The liner turned its color into yellow in some areas. This changing of the color of the uhmwpe components, is something already experienced and deeply analyzed in medacta. This is something that affects only the external surfaces of the insert and not related to abnormal oxidation of the liner. Specific testing to evaluate the oxidation index (oi) has been performed on similar product that "in vivo" turned its colour into yellow. As results of those studies, the oi index of the explanted liner was comparable with the oi of a liner analyzed after accelerating aging with the exception of the surface. According to the study published by costa et al "analysis of products diffused into uhmwpe prosthetic components in vivo", the apolar components of synovial liquid such as cholesterol, fatty acid, esters of cholesterol and squalene are able to diffuse into uhmwpe. Therefore the reason of the change of the color should be the absorption of lipids from the synovial fluid present in the joint of the patient. On 11 march 2016 it was prepared a final report with the information already submitted in the previous reports and in the current one. On 14 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 11 january 2016 and includes: the pathogen is unknown. On 09 feb 2016 it was communicated that the explant is going to be shipped back to medacta international for analysis.